Event description:
The company was informed that the pt underwent an MRI procedure with the internal magnet in place. It is believed that polarity of the magnet has reversed. Surgery to replace the internal magnet will be scheduled.